Event description:
Caller reported malfunction on pump. There was no adverse impact to customer's blood glucose level. Technical support recommended updating pump software to prevent future issues, assisted caller with resetting pump, and advised customer to call back if malfunction recurs. Caller successfully rejoined sensor and resumed insulin deliveries.